Manufacturer narrative:
(B)(4).

Event description:
During the index procedure, one resolute integrity drug-eluting stent implanted in the lad. A dissection occurred and was treated with a non-mdt stent. Approximately 6 months post index procedure, the patient was hospitalised due to chest pain. The following day, a revascularisation was carried out in the 1st lpl.

Manufacturer narrative:
Cec have adjudicated that the previousy reported isr was related to the resolute integrity device.

Manufacturer narrative:
Patient is a smoker with a hypertension, diabetes and family history of coronary artery disease. Index procedure was prompted by mi. Revascularization occurred in the lad approximately 6.5 months post index procedure. Investigator indicated that the reported revascularization was related to the study device.